Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving the error 4 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the error message error 4 on the reported meter; she did not obtain a blood glucose reading. The patient took no actions due to the issue. One week afterwards, the patient experienced the symptom of swollen feet; she did not seek any medical attention or treatment. Troubleshooting revealed the test strips were correct and in good condition and the patient's testing technique was correct. The meter and test strips were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury and she denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.